Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 3 years, 8 months. The replaced portion of the repaired percutaneous lead (lead) was returned for analysis. Electrical continuity testing of the lead was performed in the condition that it was received. The testing did not reveal any discontinuities or shorts. The pins of the metal connector appeared free from deformation. The silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. Visual inspection of the wires at the nipple housing of the distal metal connector revealed a small breach in the insulation of the green wire; the green wire redundantly supports motor phase 1. Further analysis revealed that the observed wire damage appeared to be the result of repetitive flexing. The remaining wires were slightly abraded, but were otherwise unremarkable. If the exposed conductors of the green wire made contact with the braided shield while the patient was operating on the power module, the resulting short to ground would have resulted in the red heart alarms and pump stoppages that were confirmed through the evaluation of the data log file that was provided by the account. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced multiple pump stoppage events and one driveline disconnect alarm. X-rays submitted to the manufacturer's technical services revealed a suspect area a few inches from the percutaneous lead distal end. The patient was asymptomatic. On (B)(6) 2015, technical services representatives performed a percutaneous lead distal end replacement. No further alarms occurred after the procedure.

Manufacturer narrative:
Device evaluation codes were inadvertently omitted from the initial medwatch report and are submitted in this follow-up report.